Manufacturer narrative:
(B)(4). Date sent: 10/19/2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. The stapler was a plee60a with unknown lot number. The device was not locked on tissue, the incident happened while clamping down the reload onto the ech60r buttress applicator. Troubleshooting steps included a squeezing the trigger and depressing the anvil. The jaws were eventually opened. The procedure was completed using another device the device in question was never used on the patient. After it locked onto the applicator, another stapler and slr was used.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please provide the product code and lot/ batch number of the stapler used on this case? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during a duodenal switch, when the applicator was closed, it jammed and wouldn't open. A similar device was used to complete the case with no patient consequences. No additional information is available at this time.